Event description:
It was reported that during a pta procedure, the guidewire became stuck mid-way inside the catheter. The catheter only was removed and replaced with another of the same make and type to successfully complete the procedure. No further complications were reported.